Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported left side rupture. A hole, non-specific was observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on fold flaw opening and missing piece of shell assessed as inconclusive. Additional observations: ¿ brown particles observed on the surface of the shell. ¿ creases were observed. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Physician reported left side rupture. Device has been explanted.